Manufacturer narrative:
A lithium metal coin battery was returned to covidien/medtronic¿s product analysis. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventilator lost the date and time. The ventilator was not on a patient at the time of the event. The service engineer evaluated the ventilator and replaced the lithium coin battery, which resolved the condition. The ventilator passed self-testing.